Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent tavi procedure. Gore® dryseal flex introducer sheaths were used for this procedure. A 14fr gore® dryseal flex introducer sheath was inserted first and a balloon inflation was done. Then, a 14fr gore® dryseal flex introducer sheath was changed to a 18fr one and tavi was concluded without any issue. When the 18 fr gore® dryseal flex introducer sheath was removed, the radiopaque marker remained in the external iliac artery. The radiopaque marker was separated from the sheath. It was considered that the radiopaque marker would be removed using a snare catheter, but finally the radiopaque marker was removed successfully by cut down. It was reported that the thoracic was tortuous but it didn¿t feel strong resistance or difficulty when a device advanced and/or removed and the sheath removed.

Manufacturer narrative:
Product evaluation summary: the device evaluation confirmed the marker band and approximately 1cm of the leading end sheath material separated from the sheath. The root cause of the sheath leading end and marker ring separation could not be determined with the available information. Emdr section h6, code d15, updated to reflect results of investigation.